Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized with blood glucose 600 mg/dl. It was reported that the customer had high blood glucose, diabetic ketoacidosis and diabetic coma. It was reported that the insulin pump won't turn on now and it was clogged in the past. It was reported that the customer had thyroid, renal, and tumor issues due to her diabetes and lupus that may be contributing to the said issues during hospitalization. The customer was treated with a manual shot. It was unknown whether the customer was using automode. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
It was reported that the customer had 2 incidents of hospitalization. Customer was hospitalized 4 weeks on (B)(6) 2021 due to high blood glucose, diabetic ketoacidosis and diabetic coma. Another hospitalization happened on (B)(6) 2021 for over a week.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer was hospitalized for high blood glucose, diabetic ketoacidosis and diabetic coma. The customer also had blank display and insulin flow blocked alarm. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The insulin pump powered up properly after the test battery was installed. The insulin pump was monitored for 2 days. No blank display noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the insulin pump trace download. Please see below for the no delivery alarm listed in the formatted history file on the event date (B)(6) 2021. (B)(6) 2021 11:43:00.000 alarmalertnotification - cannulatubingfilldelivered (prime process) faultnumber = no delivery (7) the following were noted during visual inspection: partially detached retainer and cracked retainer, corroded battery tube, minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay and stained keypad overlay. No damage noted on the original battery cap. No anomaly noted when installing or removing the original battery cap. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump passed the functional testing. Unable to confirm alleged high blood glucose's/diabetic ketoacidosis. No blank display noted during testing. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The insulin pump had a corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report. The event date information has been updated and provided in b3 section of this report.

Event description:
The customer was hospitalized for 4 weeks and said it was due to insulin flow being blocked. After being released from the hospital, a day later customer was found unresponsive at home and had diabetic coma again. The customer was hospitalized for 1-1.5 weeks this second time. Blood glucose value was unknown at hospitalizations.